Event description:
It was reported that the implantable pulse generator (ipg) exhibited possible incorrect battery voltage and suspected stuck reed switch which led to lack of capture due to insufficient delivered energy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.